Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the camera head, when the camera connector is placed on the video processor, it is not recognized. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image, and cable damaged internally. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged optics retaining coupler; therefore, the most probable cause of the complaint was traced to component failure, which was the same cause for the new findings mentioned above, as well. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified at the beginning of an unspecified procedure. There was no delay.